Event description:
It was reported to vyaire medical that a (B)(6) male child expired while on an ltv ventilator. The detective who contacted vyaire requested that an event trace download be performed for a police investigation. Detective advised that it is unknown if patient expired on this unit or the second unit. Detective will have both ventilators sent in for the event trace download. Detective stated they were told the child expired on (B)(6) 2022 but the medical examiner feels the child expired 60-72 hours prior to (B)(6) 2022. The exact patient death is unknown at this time. See additional information in MFR report # 2021710-2022-15782 for additional information about the other ventilator that was in the patient home.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the ltv 1150 ventilator, serial number (B)(4) on march 1, 2022. A vyaire medical failure analysis service technician performed the following tests to verify the performance of the unit under test: vent check: alarm, display, control and leak, passing on all counts. There were no failures to report with this testing. This ventilator operated for a total of 6592.0 hours before it was disconnected on (B)(6) 2022 at 1:11:12. At this time the other ventilator in the patient home (see MFR report # 2021710-2022-15782) was started at 01:22:06. A review of the ventilator found the internal clock to be set 10 minutes fast and set for eastern standard time. When adjusted for the offset (10 minutes), the second ventilator (see MFR report # 2021710-2022-15782) was started at approximately the same time the unit under test was removed from external power. Once disconnected from external power the unit under test was allowed to cycle on internal battery power until the battery was depleted. The unit under the entered a repeating sequence of attempted starts until 6 minutes and 2 seconds later at event trace:414 when the unit under test was shut off by normal means of pressing the on/standby button. The event trace indicates the unit under test did not operate to specifications once removed from external power. The battery duration time before ventilator shutdown is specified at 60 minutes. The unit under test lasted 2 minutes and 5 seconds. A review of the unit under test preventive maintenance history lists the last maintenance (a 30kpm) as occurring on (B)(6) 2017 at 17486 hours. This would indicate the internal battery p/n 18608-001 was at least 3 years overdue for replacement. There were no other indications of malfunction during the prior 6592.0 hours of operation. The unit operated properly while connected to the electrical source. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.